Manufacturer narrative:
Internal report #(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 350 mg/dl. Customer feels well and observed symptoms of sleepiness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer tested fasting in the morning on (B)(6) 2015 with test result of 435 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 435 mg/dl, (B)(6) 2015 08:05 am; 160 mg/dl, (B)(6) 2015, 02:40 pm; 433 mg/dl, (B)(6) 2015 07:45 pm; 280 mg/dl, (B)(6) 2015 11:30 pm; 346 mg/dl,(B)(6) 2015 08:10 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 80 to 350 mg/dl. Customer feels well and observed symptoms of sleepiness. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Customer tested fasting in the morning on (B)(6) 2015 with test result of 435 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.